Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in doing so, and the malfunction code did not recur. The customer was informed they could continue using the pump and to reach out if the issue happened again, which they acknowledged and understood.